Event description:
It was reported that during a laser lithotripsy process, while fragmentation, when the physician stepped on the pedal, the stone would not break. A new fiber was used; however, the equipment did not work either. The procedure was not completed due to the event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a laser lithotripsy process, while fragmentation, when the physician stepped on the pedal, the stone would not break. A new fiber was used; however, the equipment did not work either. The procedure was not completed due to the event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.